Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypoxia. The right ventricular (rv) lead exhibited sensing failure. The right atrial (ra) lead exhibited sensing failure and crosstalk. The leads remain in use. No further patient complications have been reported as a result of this event.